Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart but they were unable to clear the alarm. Customer's blood glucose level was 216 mg/dl. The time did not advance on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump passed self test and unexpected restart error alarm test. No unexpected restart alarm or frozen screen. No button error alarm. The insulin pump was received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery threads, cracked reservoir tube lip and corroded button keypad trace.